Event description:
This 46 year old female underwent a vesica sling with protegen in july, 1998. The pt did well initially with good continence. She later presented with vaginal discomfort, worse on the left than the right. Eval revealed dehiscenceof the vaginal wound. The wound was irrigated and primarily closed. On follow up, the pt was found to have the protegen graft erode through the vaginal mucosa. She presents at this time for removal of the protegen graft. She has remained dry to this point without evidence of fevers, chills, sweats, or abscess formation. A pelvic ultrasound did reveal a 2 cm fluid collection suprapubically. The suprapubic wound is intact and nontender.